Event description:
Dr. (B)(6) on friday (B)(6) was replacing a new system of leads and an enterra device. At the time of testing the impedances were greater the 20,000. After repositioning the leads and trying multiple times to check the impedance of the system, the best impedance reading should was able to find was still greater than 800. Dr. (B)(6) and I discussed the potential that the issue may be with the device. Before opening another device to see if the device was the issue, I called (B)(6) to see if he had any other trouble shooting ideas. (B)(6) agreed with trying a new device to see if the impedances would come within range. Dr. (B)(6) tried the new device and the impedance within the system came within range. I will be meeting with dr.(B)(6) later this week and will be collecting the device which was having issues, so I can send it in to medtronic for analysis.